Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), it was noted that the catheter exhibited a positioning issue and the lp was unable to be fixated. A venogram was performed and it was noted that the patient experienced a drop in blood pressure. Echocardiogram was performed and revealed an effusion and cardiac tamponade. Pericardiocentesis was performed. Perforation of the right atrial appendage was noted. The lp was retrieved and explanted. The patient was in stable condition.